Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformities noted. Reason for reoperation: rupture.

Event description:
Patient reported rupture diagnosed by ultrasound. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
"Based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and one opening on anterior side assessed as surgical damage. No additional observations."

Event description:
Patient reported, left-side rupture diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Device has been explanted.